Event description:
Event description cpi received information that this bipolar steroid eluting lead (4285) was repositioned because of high pacing thresholds due to lead migration. The lead remains implanted, and active.